Event description:
It was reported that there was a possible problem extending helix from the lead at implant. It was also reported that the physician suspects the lead tip was damaged during implant. The lead was not used. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, however blood was noted in/on the helix mechanism. The full lead was returned and analyzed.